Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen displayed a circle with a lock during a software update while the mobile application showed 10% progress; bluetooth was toggled off and on, and the update resumed and completed, indicating a temporary communication or interface issue during the update process. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no hospitalization, and resolution after basic troubleshooting. Investigation included customer guidance and remote troubleshooting steps. Investigation of this case revealed a transient user interface or connectivity interruption during update that cleared after restoring bluetooth communication, with no device malfunction confirmed. It was concluded the cause could not be established, however, based on previously established findings for similar reports, that the root cause was possible user interaction or environmental connectivity conditions during the update process.